Event description:
Initial info received from a consumer via a sales rep on (B)(6) 2010: a female treated with poly-l-lactic acid (sculptra, lot # and exp date unk) in her "eye area" experienced non-visible lumps and nodules. No concomitant medications or medical history reported. No further info reported.